Event description:
Healthcare professional reported textured to smooth implant exchange. Later, healthcare professional reported "rupture". Later, healthcare professional reported "we find the 270cc smooth implant to be intact" and " implant malposition". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued: e.1. State: qc zip code: h3z 1a7. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.